Event description:
It was reported that the user experienced intermittent signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in a temporary absence of blood glucose readings on the ilet that resolved during troubleshooting, indicating a brief communication interruption. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure without any device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient communication failure which resolved spontaneously.

Manufacturer narrative:
Initial.